Event description:
A malfunction on the pump was reported when insulin was paused for 30 minutes, triggering a malfunction code. The customer's blood glucose level remained below 500 mg/dl, indicating no adverse impact. Technical support assisted the customer in resetting the pump, which successfully resolved the issue, allowing continued use of the pump. The customer was advised to call back if the malfunction recurs, which they acknowledged and understood.